Manufacturer narrative:
Date sent : 02/13/2008. Info is unavailable; device was not returned for evaluation. The batch record reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the instrument was being used for a lap cholecystectomy. Instrument jaws closed but clips failed to form around cystic duct. Instrument was discarded and another opened to complete operation.